Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6)pounds. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid 2.0mg/ml for a total dose of 0.6810 mg/day, bupivacaine 30.0mg/ml for a total dose of 10.215mg/day, clonidine 400mcg/ml for a total dose of 136.20 mcg/day, and compounded baclofen 400mcg/ml for a total dose of 136.20mcg/day via an implantable pump for malignant pain and cancer pain. It was reported the device logs were read on (B)(6) 2017and revealed a pump motor stall occurred on (B)(6) 2017 at 12:42 with a recovery at 13:21 on (B)(6) 2017. There was no report of an magnetic resonance imaging (MRI). No actions/interventions were taken. The cause of the stall was not known. The event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.